Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 620 mg/dl. Customer reports that the insulin pump was split open and damaged. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer returned the product for analysis.

Manufacturer narrative:
The insulin pump received with detached end cap, cracked display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. Drive support was inspected and no anomaly was noted. The insulin pump passed idle current test and run current test. Unable to perform self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to detached end cap. Unable to verify prime anomaly due to detached end cap.